Event description:
The customer reported the system is displaying an iris pot error on boot up and the image will not rotate. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator iris. System operates as intended. (B) (4).